Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, crown overlap was observed and resolved by the fourth node, which was deemed an acceptable load. Advancement of the valve encountered slight resistance at the bifurcation of the common iliac artery due to a calcific plaque, but the device subsequently progressed smoothly through the descending aorta, aortic arch, and ascending aorta up to the valvular plane. The valve was advanced across the aortic annulus, and angiographic control confirmed correct positioning. During partial deployment of the valve, an infold of the valve frame was observed, prompting recapture and closure of the device. A second deployment attempt was aborted due to persistence of the infold, and the valve was withdrawn. While the new valve was being prepared, the patient developed sudden hypotension, which rapidly progressed to electromechanical dissociation. Resuscitative maneuvers were initiated, and transesophageal echocardiography (tee) revealed an aortic dissection originating from the right coronary sinus and extending to involve the right coronary artery, as well as a large pericardial effusion secondary to prolonged cardiac massage. The pericardial effusion was drained. A cardiothoracic surgical team confirmed the absence of surgical indic ation due to persistent circulatory arrest after more than 40 minutes of resuscitation. Despite all resuscitative efforts, the patient did not regain effective cardiac activity, and the patient subsequently died. Additional information was received that the dissection occurred after the first attempt at deploying the valve was aborted. The physician indicated that the dissection was likely related to fragility of the aortic wall, although the exact cause could not be clearly determined. Per the physician, the delivery catheter system (dcs) contributed to the occurrence of the dissection and the death which was attributed to the dissection. The physician noted that the valve may have contributed to the dissection and potentially the patient's death, although causality could not be definitively established.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received inside its original packaging box and jar, fully submerged in a clear unidentified solution. The valve frame was received in a slightly compressed state around the valve skirt. All leaflets were in a closed position. All leaflets were flexible and appeared intact with minor wrinkling and creasing. All commissures were intact; no damages were observed. All sutures were intact; no damages were observed. The valve was submerged in a warm (approximately 37°c) saline bath, resulting in full expansion of the frame. The frame exhibited no damages such as bends or kinks. The valve was placed in a cold saline bath to perform a loading simulation following the instructions for use. During loading, the frame paddles seated correctly within the paddle attachment pockets without issue. The capsule was then advanced to cover the frame paddles and outflow crown struts and continued advancing until the capsule guide tube fully covered the valve¿s commissure pad. Subsequently, the inflow cone was advanced to crimp the inflow portion of the valve, with no abnormalities or resistance observed during this step. The capsule was fully advanced over the valve. A post-loading inspection of the capsule revealed no visual or tactile anomalies. The valve was subsequently deployed in a warm saline bath at approximately 37°c. The deployment knob was rotated to expose the inflow portion of the valve, with no visual anomalies observed. Deployment was continued through the waist region and progress ed to the point of no recapture without issue. The valve was then fully deployed. No visual or tactile anomalies were observed during the deployment simulation. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, crown overlap was observed and resolved by the fourth node, which was deemed an acceptable load. Advancement of the valve encountered slight resistance at the bifurcation of the common iliac artery due to a calcific plaque, but the device subsequently progressed smoothly through the descending aorta, aortic arch, and ascending aorta up to the valvular plane. The valve was advanced across the aortic annulus, and angiographic control confirmed correct positioning. During partial deployment of the valve, an infold of the valve frame was observed, prompting recapture and closure of the device. A second deployment attempt was aborted due to persistence of the infold, and the valve was withdrawn. While the new valve was being prepared, the patient developed sudden hypotension, which rapidly progressed to electromechanical dissociation. Resuscitative maneuvers were initiated, and transesophageal echocardiography (tee) revealed an aortic dissection originating from the right coronary sinus and extending to involve the right coronary artery, as well as a large pericardial effusion secondary to prolonged cardiac massage. The pericardial effusion was drained. A cardiothoracic surgical team confirmed the absence of surgical indic ation due to persistent circulatory arrest after more than 40 minutes of resuscitation. Despite all resuscitative efforts, the patient did not regain effective cardiac activity, and the patient subsequently died.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus valve; product ID evproplus-29 (serial:(B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.